Event description:
Customer reported that the buttons on the insulin pump were not responding. Customer's blood glucose reading at the time of the call was 110 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.